Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted no abnormalities with the instrument. It was reported that the clips did not close completely and were malformed. An associated device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was also reported that a component disengaged from the device into the surgical cavity. An associated device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The evaluation found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic hysterectomy, the device did not release clips at first and locked into the tissue. The device released clips eventually at which the time the surgeon switched to another clip applier. Upon firing the second clip applier, several of the clips did not adhere to the tissue and fell into the patient's abdominal cavity. Three clips were retrieved by the surgeon and the procedure was able to be completed. No patient injury.